Manufacturer narrative:
Device is a combination product. Synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted along the length of the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2018. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilatation, a 2.50 x 28mm synergy¿ drug-eluting stent was advanced; however, no image was seen on ivus. The procedure as completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.